Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the screen of the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display and lens were damaged. However, the display part was not available so the device was scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.